Event description:
Our distribution partner depuy synthese reported that "it was reported that on (B)(6) 2023 the locking mechanism on the bottom level of the coda plate failed and bent anterior in the patient. It seems that only half of the mechanism came out and broke but it is hard to tell."

Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part. The following sections of this report have been left blank due to the information being unavailable or non-applicable: